Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the ratchet control cap is frozen and is broken away from the handle. Previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on (B)(6) 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in july of 2001; before the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Ratchet screwdriver broke. Update 07/20/2015 - per complaint analyst, upon evaluation of the returned product, it was found the ratching mechanism was broken. Complaint updated 07/20/2015.